Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was suspected to have an integrity issue as blood was noted below the insulation around the suture sleeve. There is no known intervention as of this time. The device remains in service. No adverse patient effects were reported.